Event description:
It was reported that the patient presented for the implant of the right ventricular lead. During the procedure, the physician had difficulty with the insertion of the stylet. Both pacing impedance and capture threshold measurements were high. The physician elected to use a replacement lead to complete the procedure. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix found retracted and clogged with tissue. The reported event of helix mechanism issue was confirmed. After the lead was cleaned torque was applied directly to the connector pin and the helix could extended and retracted. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was isolated to the helix being clogged with tissue. The reported events of failure to remove the stylet, high capture threshold, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be inserted and removed from the lead without difficulties. Visual and x-ray examinations of the lead did not find any anomalies.